Event description:
The device reported several aborted and one delivered therapy due to lead noise. Noise amplitude is equal to r-wave. The lead's sense/pace portion was capped. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.